Event description:
It was reported that the insulin pump was submerged in water. Afterwards, the display on the insulin pump went blank. The reported blood glucose reading was 120 mg/dl. Troubleshooting was performed, but the display could not be restored. It was also reported that there was a crack in the insulin pump's casing. Nothing further was reported.

Manufacturer narrative:
The display was blank due to moisture damage on the motor, battery tube, and electronic assembly.